Manufacturer narrative:
The device was not returned for evaluation although attempts were made to retrieve it. No additional actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The valve could not be adjusted post implantation. Patient condition did not improve. Device was explanted.